Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of 126 ohms. A gradual rise in shock impedances has been observed with the system. The ICD remains in service and there were no adverse patient effects reported.